Event description:
It was reported that the patient continued to experience urinary leakage after the neurostimulator (ins) was implanted. The patient had stress incontinence and believed this device should not have been implanted for her condition. The device bothered the patient "for years" and was turned off and not used. The patient requested removal of the device. It was reported that the patient would get blood clots when put under anesthesia and was concerned about having surgery. Troubleshooting was never attempted with reprogramming or x-rays of the ins/lead. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID 3093-28, lot# j0455214v, implanted: 2005 (B)(6), explanted: product type lead product ID 3031a, serial# (B)(4), product type programmer, patient (B)(4).